Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the delivery wire was kinked and broken at the proximal detachment zone. Functional testing could not be performed as the main coil was not returned for analysis. It is most likely the procedural or anatomical factors encountered during the procedure contributed to the reported event "friction". Based on the investigation results and available information, an assignable cause of handling damage has been assigned to the as analyzed ¿coil delivery wire kinked and 'coil delivery wire broken¿ as the issue is due to handling of the device or portion of the device during the clinical procedure, upon removal of the device from the packaging, or preparation of the device prior to use.

Event description:
Analysis of the returned coil revealed that the delivery wire was broken. There were no reported clinical consequences to the patient.